Manufacturer narrative:
(B)(6). The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found one similar report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the doctor had noticed a change in the amount of pressure needed to pull back on the angioseal evolution to set the collagen. The following information was provided by the user facility: the doctor followed all the proper steps to deploy the angioseal. He accurately located the arteriotomy, set the baseplate, however when he began pulling back on the device, he was visibly struggling to set the collagen plug due to the device not releasing. After he encountered this tension, in an effort to avoid pulling the baseplate out of the vessel, he began manually using his left hand to advance the compaction tube while he pulled counter pressure on the handle of the evolution. The device was ultimately deployed successfully. It was reported that the patient was stable amd that the procedure outcome was successful. There was no reported blood loss.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.